Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose of 519 mg/dl. Customer treated with an injection. Customer stated that she has a back-up plan. Customer ran a manual prime and the insulin did exit the tubing. Customer's settings and programming were found to be correct. Customer had low reservoir alerts in the alarm history. Customer stated that the cannula was not bent. Customer was advised to consider using a different infusion set. Customer was advised to call back as soon as she receives the tubing clamp to perform the high pressure test.